Event description:
It was reported that the implantable pulse generator (ipg) tripped elective replacement indicator (eri) early. It was determined that the device had triggered false eri. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).